Event description:
The lay user/patient called lifescan (lfs) in may 2006, and alleged that his meter was reading inaccurately erratic. The medical affairs specialist spoke to the patient on june 9, 2006, and obtained and verified the following information. The pt reported that he visited his physician in april because he had been obtaining high blood glucose results on his meter. His hba1c result was 10%. The patient did not receive any treatment at the physician's office. The pt was advised by his physician to purchase a new meter. The pt stated that on a different day, he tested on his meter in the morning and obtained a result of 175 mg/dl. About 1 hour later, he retested because he doubted the first result and obtained a result of 275 mg/dl. He did not take any food or medications between the two results; however, he did take 8-10 units of his humalog, which was based on the meter result of 275 mg/dl. Approximately 1 1/2 hours later, he "bottomed out" (he could not specifity his symptoms). He tested on his meter and obtained a result that was "40-something mg/dl". He took a glucose tablet and drank orange juice with sugar and felt better afterwards. He did not require any medical intervention. The patient also reported that his legs had been swelling and he was sweating. He reported that the swelling in his legs was due to a blood disease, for which he is currently being treated. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient did not have control solution to troublshoot. This complaint is being reported, as the patient took insulin based on his meter result and subsequently suffered from hypoglycemia, which he self-treated. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.